Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: recording issue - it was noted that the controller event log file recorded 253 lines of data and the pump log file recorded 249 lines of data, which are less than the expected values of 256 events. The reported event of a backup battery fault alarm was confirmed during review of the submitted log files. The event log file contained approximately ~20 hours of data (13:21 04dec2023 to 9:36 05dec2023 per timestamp). A backup battery fault alarm was active throughout the data due to the backup battery not passing the load test. The battery measurements associated with the fault were not known, as the initial activation of the fault had been overwritten by newer events. The submitted periodic log file contained intermittent data points spanning approximately 255 days ( on 25mar2023 to 05dec2023 per timestamp). It appeared that the backup battery fault alarm activated sometime between 7:42:14 on 04dec2023 and 7:42:08 on 05dec2023. The controller¿s ability to operate the pump was unaffected by the alarm, as the pump maintained a speed above the low speed limit throughout the available data. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. Provided information indicated that the fault resolved with the replacement of the 11v backup battery. The root cause of the reported event cannot be conclusively determined. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Incoming inspection data was reviewed for the 11v backup battery serial number:(B)(6) , and the battery passed all tests. The heartmate 3 instructions for use describes how to use the system monitor to properly download log files from the heartmate 3 system controller to a data card. This section also instructs users to contact abbott if they have any questions regarding log files or understanding log file information. The heartmate touch communication system quick start guide describes how to properly download log files with the heartmate touch so that they can be sent to abbott for diagnostic purposes. The heartmate 3 instructions for use (IFU) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in clinic with a backup battery fault advisory alarm. It was noted that the battery was changed 3 months, prior to this alarm, as the backup battery was due to expire in 4 months at that time and the patient was not scheduled to be seen in clinic for 6 months. The battery was disconnected and reconnected and the alarm did not resolve. The backup battery was exchanged and the alarms resolved. Log files were submitted for review. The log file captured backup battery faults starting on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.